Manufacturer narrative:
Evaluation of the returned probe found that the tip of the returned probe has been severely twisted. The probe is in otherwise good condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was a damaged lumbar probe.